Event description:
It was reported from the (B)(6), a (B)(6) man underwent an endovascular desobstruction of the left popliteal artery through a right groin access. At the end of the procedure an angio-seal vip was deployed. The day after the procedure the pt complained of progressive right leg pain. The clinical diagnosis of an acute vascular obstruction was established via CT angiography revealed an occlusion of the right common femoral artery. An access related obstruction was suspected and an inguinal thromboendarterectomy was performed. On exploration the anterior aspect of the common femoral artery demonstrated signs of inflammation of the surrounding tissue. Reconstruction was considered necessary under these circumstances. Therefore, the ipsilateral saphenous vein was harvested and transformed to a bifurcated interposition graft between the external iliac and the superficial and deep femoral arteries. The blood flow to the limb was restored. Postoperatively the pt was treated with coumarin derivates. An expected wound infection, later on, was treated with drainage and IV antibiotics. Complete recovery occurred and a duplex ultrasound examination after six weeks and six months demonstrated a patent bypass.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. Literature: (B)(6).